Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked screen that left the device functioning but the user unable to unlock or operate on-screen functions. Symptoms included no adverse health effects and no blood glucose impact. Outcomes included the decision to replace the device and return the original unit. Investigation included review of the event details, verification that blood glucose was unaffected, and collection of the device for assessment. Investigation of this case revealed physical damage to the display/touch interface consistent with accidental impact, with no indication of internal functional failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage to the screen.